Event description:
Medtronic received a report that it is not a defect of the pipeline stent itself. The stent in the aneurysm was shortened than expected, so the length was adequate was the cause. No patient symptoms or retreatment was noted. Oral medication administration was discontinued on a scheduled basis. The patient was being treated for a left vertebral artery (va) aneurysm. Aneurysm dimensions: max diameter21 mm, height 9 mm, dome diameter 21 mm, neck diameter 21 mm and proximal/distal diameter 4.3/3.8 mm. The target aneurysm was covered from the distal normal part to the proximal normal part (65 mm). Ancillary devices: phenom, navien.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on 2020-nov-11, a flow diverter of this product (product number: ped2-400-30 / lot: b092581) was placed for an unruptured fusiform aneurysm with a maximum diameter of 21.0 mm and a neck diameter of 21.0 mm in the left vertebral artery (va). During the operation, the flow diverter of this product was shortened more than expected in the aneurysm, resulting in insufficient length (occurrence of shrinkage and misalignment). On the same day, a 4.00 mm × 35 mm flow diverter (product number: ped2-400-35 / lot number: a841084) was placed as a rescue stent to overlap this product. No allegation of phenom and navien had occurred.